Manufacturer narrative:
Failure analysis is ongoing; additional information may be submitted once the results analysis is complete.

Event description:
The 22cm sp bayonet 1.2mm tip was returned to stryker instruments for service, and during functional evaluation it was noted that the bushing was missing small pieces. There was no patient involvement and no adverse consequences associated with the device.

Event description:
The 22cm sp bayonet 1.2mm tip was returned to stryker instruments for service, and during functional evaluation it was noted that the bushing was missing small pieces. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
The reported event was confirmed. During evaluation of the returned device, the tips were observed to have nicks on them, and the guidestop bushing was observed to be broken. Potential causes for damage to the tips include improper cleaning methods and the device being dropped and/or mishandled, and potential causes for damage to the guidestop bushing include material degradation over time and the forceps being pried apart. The device is not repairable and will not be returned to the customer.